Event description:
Boston scientific received information that this pacemaker had a magnet rate of 90. The health care provided expressed concern as this device was just implanted within the past three years. It was reported that the atrial lead impedance was 320 ohms and 280 ohms on the ventricular lead. Technical services discussed the issue and impedance impacts. The health care provider elected to do monthly device checks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a year after the initial allegation, this device was explanted for battery depletion. No additional adverse patient effects were reported.